Manufacturer narrative:
Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, lot# va1mzzw, implanted: (B)(6) 2018, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Medtronic representative reported that an x-ray showed slight depth change in lead but nothing major issue related and a revision was done on (B)(6) 2019. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they experienced ¿arcing¿ while she was around kitchen appliances that are plugged in to a power source. Patient stated that she would walk into her kitchen and experience pain in her pelvic floor and that they had another instance around plugged in appliances at a department store and a florist with extreme pain. They have tried lowering the stimulation level, but that temporarily resolved the problem. Currently, the battery is off and she is not experiencing this pain. During troubleshooting, impedance check on (B)(6) 2019 which was normal. They increased or decreased stimulation levels and changed programs at health care professional office. They was no known trauma or fall related to this event. A surgery has been planned on (B)(6) 2019. No further complications were noted or anticipated

Manufacturer narrative:
H3 product analysis #241801273: analysis informationpli# 20 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing; however the setscrew was backed out too far. Continuation of d10: product ID 3889-28 lot# va1mzzw implanted: (B)(6) 2018 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Getting shocks, anything near electric appliances. An I fall to the ground, like in home depot.

Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2019-06-03 09:41:37 cst pli# 20 product ID# 3058 analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing; however the setscrew was backed out too far. No significant anomaly was found section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, lot# va1mzzw, implanted: (B)(6) 2018, product type: lead. No significant anomaly was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information